Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ what is the procedure date? (B)(6) 2023 ¿ what date did the reaction occur on? (B)(6) 2023 ¿ what does the reaction look like and how large of an area does the reaction cover? Bilateral swelling. Rash down neck. Urticaria? Swollen, blistered lips. Rash on arms. Rash on torso. ¿ do you have any pictures of the reaction? No. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Suture removal (B)(6) 2023. ¿ if medication was required, please clarify if it was prescription strength. Hydrocortisone 1% ointment & fexofenadine 180mg. ¿ can you identify the product code and lot number of the product that was used? No. ¿ what is the most current patient status? Patient was better due to be reviewed (B)(6) 2023. The patient had dental implant (straumann slactive) placement on (B)(6) 2023 in the left maxilla. She had a small dehiscence in the bone and this was repaired with gesitlich bio-oss and bio-gide. I closed with 3/0 vicryl rapide and she was treated post-op with chlorhexidine mouthwash, gel and amoxicillin capsules. I realise a number of these products could be related to the allergy. As far as I can tell, there are 5 possible options for the cause of the allergic reaction: 1. Bio-oss. 2. Bio-gide. 3. Vicryl rapide - less likely than the above as her symptoms persisted for some time after removal, although some suture remnants may have been retained within the mucosa? 4. Chlorhexidine mouthwash or gel - unlikely due to the duration of her symptoms after stopping use? 5. Amoxicillin - unlikely due to the duration of her symptoms after stopping use? Has taken penicillin previously uneventfully. 6. Implant - unlikely as inert, but maybe the slactive solution? 7. An unknown allergen, but the timing makes me think it is related to something from her surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the surgeon¿s concerns about the allergic reaction to the suture addressed? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Note: related events reported via 2210968-2023-07158 and 2210968-2023-07159.

Event description:
It was reported that a patient underwent a dental implant surgery (straumann slactive implant) on (B)(6) 2023 and suture was used to close the site. The implant was placed in the left maxilla. The patient had a small dehiscence in the bone and this was repaired with gesitlich bio-oss and bio-gide. The patient was treated post-op with chlorhexidine mouthwash, gel and amoxicillin capsules. Post-op, on (B)(6) 2023, the patient experienced an allergic reaction. The patient experienced bilateral swelling, rash down the neck, urticaria, and swollen, blistered lips. The patient also had a rash on the arms and torso. The suture was removed on (B)(6) 2023. The patient was prescribed hydrocortisone 1% ointment & fexofenadine 180mg. The patient was due to be reviewed (B)(6) 2023. The surgeon opined it was an unknown allergen, but the timing made it seem that it was related to something from the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: suture removal occurred on (B)(6) 2023.